Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented in clinic after receiving a patient notifier for hv lead impedance. After that single measurement, the values returned to normal range. Dft testing was recommended. Patient will continue to be monitored.

Event description:
New information received notes that when asymptomatic patient presented in-clinic for a scheduled follow-up, several hvli measurements greater than upper limit were observed. Recommended programming changes will be discussed with the following physician. The patient was stable before, during, and after the device interrogation and will continue to be monitored.